Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring 2578 ohms on a non-boston scientific right ventricular (rv) lead. A lead safety switch (lss) was triggered which switched the pace/sense configuration from bipolar to uniopolar. Technical services (ts) noted there were no observations of noise. Ts also discussed possible causes and provided troubleshooting options. The field representative will discuss with the clinic. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring 2578 ohms on a non-boston scientific right ventricular (rv) lead. A lead safety switch (lss) was triggered which switched the pace/sense configuration from bipolar to uniopolar. Technical services (ts) noted there were no observations of noise. Ts also discussed possible causes and provided troubleshooting options. The field representative will discuss with the clinic. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this pacemaker lead is implanted at the bundle of his (his). No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring 2578 ohms on a non-boston scientific right ventricular (rv) lead. A lead safety switch (lss) was triggered which switched the pace/sense configuration from bipolar to uniopolar. Technical services (ts) noted there were no observations of noise. Ts also discussed possible causes and provided troubleshooting options. The field representative will discuss with the clinic. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.